Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that her blood glucose went up to over 500 mg/dl and she treated with insulin pen. Customer stated that the infusion set cannula was bent and the insulin pump did not alarmed to notify her that she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.